Event description:
This is an endo-sl distal femoral hinged knee dislocation. The hinge has dis-engaged from the distal femur. Hinged bushings show damage. The hinge appears to have stayed in place of the tibial implant with decoupling of the distal femur of the hinge. Patient felt a snap and fell. Presented to ER same day and was scheduled for revision surgery.